Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required hospitalization. Cardiac tamponade occurred thirty minutes after the ablation. While creating the post-voltage map with the pentaray nav sh, blood pressure decreased. Patient required extended hospitalization. Additional intervention details are unknown. Radiofrequency (ra) ablation had already been performed before blood pressure decrease was confirmed; the event occurred mapping phase after ablation was performed with bwi products. No steam pop was confirmed. The irrigation catheter¿s flow rate setting was 8 ml/min or 15 ml/min. One catheter exchange occurred during the procedure for each. The transseptal puncture was performed with rf needle. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31587489l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-sep-2025, additional information was received indicating the physician¿s opinion on the cause of the adverse event was that it was procedure related. Medical intervention included drainage. Only one transseptal puncture was performed. The correct catheter settings were selected on the generator and there were no issues with flow rate at the star of ablation. The patient did not require surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).